Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿when the doctor went to turn the device, the suture all wound up inside the implant.¿ visual inspection of the speedscrew implant device shows no manufacturing discrepancies. The device was returned non-deployed and no clinical suture is present. Functional inspection of the speedscrew implant device shows no manufacturing issues. Anchor was successfully deployed during functional test. Customer¿s complaint was not confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) using the incorrect suture, (2) excessively tensioning, (3) inadequate tensioning applied to cuff.

Event description:
It was reported that when the doctor went to turn the device, the suture all wound up inside the implant. All pieces were removed from the patient. A backup device was used to complete the surgery.